Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4): information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their ins removed years ago due to it not reaching the area of the patient's pain in their heel. The caller noted that the 'wire type thing' was 'coming out' and working its way out of their back. No further information was provided. No further complications were reported.